Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('claiming perforation: uterus') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("claiming allergy: rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma, dyspareunia, dermatitis allergic, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, hormone level abnormal, migraine, headache, nausea, fatigue, gastrointestinal disorder, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dermatitis allergic, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, uterine perforation, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for perforation discrepancy noted insertion date: (B)(6) 2007 previously reported and (B)(6) 2007 in current pfs and (B)(6) 2010 (per ppf). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Imaging procedure on (B)(6) 2008: bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: new events pelvic pain, abdominal pain, general abnormal bleeding,psych injury, dyspareunia (painful sexual intercourse), allergy: rash/skin condition, perforation: uterus, bladder problems, urinary problems , bladder infection, vaginal infection, vaginal discharge, hormonal changes, migraines, headaches, nausea, fatigue, gi conditions, vision problems, weight gain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('claiming perforation: uterus') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, gerd, degenerative disc disease and hypertension. Concomitant products included dexamethasone since (B)(6) 2009 and ketorolac tromethamine (toradol) since (B)(6) 2009 for back pain, omeprazole (omeprazol 1 a pharma) for gerd and triamterene for hypertension. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic pain"), depression ("psych injury/ depression"), nausea ("nausea"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), anxiety ("anxiety and mental anguish"), back pain ("back pain") and mood swings ("mood swings"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("claiming allergy: rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, depression, dyspareunia, dermatitis allergic, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, migraine, headache, nausea, fatigue, gastrointestinal disorder, visual impairment, weight increased, vaginal haemorrhage, menorrhagia, anxiety, back pain and mood swings outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, dermatitis allergic, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for perforation, migraines/ headaches, pelvic pain , back pain. Discrepancy noted insertion date: (B)(6) 2007 previously reported and (B)(6) 2007 in current pfs and (B)(6) 2010 (per ppf) discrepancy noted for essure removal details- not removed she did not undergo essure confirmation test (discrepancy noted in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, depression, anxiety, back pain. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: newly added events-"vaginal bleeding, menorrhagia, depression, anxiety, back pain, mood swings, reporter, medical history and concomitant drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.